Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use a nanocross elite in the left sfa with heavy plaque visible. The device was inflated twice. On the third inflation at 12 atm, it burst and was removed. No patient injury reported. Evaluation summary: the nanocross elite 0.014in over the wire pta balloon dilatation catheter was received for evaluation. The nanocross elite device was received with the balloon chamber in a post-inflation profile and sanguine material in the inflation lumen. A 6cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: sanguine tinted fluid was observed exiting the distal tip. A 0.014in guidewire was loaded through the distal tip and exited the proximal hub with ease. Sanguine material was noted in and on the y-manifold. The inner lumen in the balloon chamber exhibits a serpentine profile. A 6cc water filled syringe was attached to the balloon luer lock on the y-manifold and a vacuum was pulled three times, an attempt to inflate the balloon was met with resistance: fluid would only advance to within approximately 8cm of the proximal balloon bond. The water would not advance into the sanguine tinted material. A 20cc water filled syringe with manometer was attached to the balloon luer lock on the y-manifold and pressurized to 25atm and allowed to soak. After the inflation lumen was cleared of dried contrast and saline the nanocross elite was inflated: a pinhole leak was located just distal of distal mid-marker band.